Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was evaluated in the field: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the field evaluation verified the customer issue as valid. The handpiece is overheating and does not hold the amplitude. As a result, the handpiece has not been formally analyzed and added to the scrapping list and a replacement sent to the customer. The handpiece is not repairable and will be scrapped. Root cause - the root cause is confirmed as overheating of the handpiece, likely caused by blockage in the handpiece. The manufacturing site has requested the return of the handpiece for analysis, but at the time of completing the investigation it had not been received. If the handpiece is returned, this complaint will be re-opened and evaluated. Furthermore, during the service, it was also noted that the handpiece function was not holding amplitude. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during surgery the cusa clarity 36khz handpiece (c7036) overheated. There was a 15 minute delay which is the time taken to bring in a new handpiece. There was no patient or user injury.